Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result, the pump software did not accurately adjust the amount of insulin delivered. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.